Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in the right coronary artery (rca). A 2.75x28mm promus element drug eluting stent was advanced to treat the lesion. However, the stent struts were lifted. The device was successful removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occured. The target lesion was located in the right coronary artery (rca). A 2.75x28mm promus element drug eluting stent was advanced to treat the lesion. However, the stent struts were lifted. The device was successful removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element, mr, ous 2.75 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent that the stent was damaged on proximal stent strut rows 3-4, with stent struts lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during preparation when the stent protector was removed. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were relaxed. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis.